Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> unknown, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> bleeding, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does it mean that ¿the vagina eroded¿? What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date in 2024 and barbed suture was used to close the dome. After 10 days, the patient arrived with bleeding and the vagina eroded. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, a4, b7, e1, corrected information: e2 corrected h6 - health effect - clinical codes additional information was requested, and the following was obtained: what does it mean that ¿the vagina eroded¿? Upon examination during the postoperative follow-up, the vagina was open and the suture was visible (normally it is not visible). What is the surgeon¿s experience with this stratafix suture? They had used it in myomectomies without any issues. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 65 years old, female, 78 kg. Date of index surgical procedure? October 1, 2024. The diagnosis and indication for the index surgical procedure? Endometrial cancer, laparoscopic hysterectomy. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The patient was diabetic, hypothyroid, and hypertensive; the tissue was healthy. What was the source and triggering event of bleeding? None. What was the volume of blood loss? 100 cc. How was the bleeding treated? There was no bleeding. Please describe any medical/surgical intervention required for this suture event including dates and results. [No details provided.] Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What symptoms did the patient experience following the index surgical procedure? Onset date? Bleeding two weeks after surgery. Other relevant patient history/concomitant medications? The patient was diabetic, hypothyroid, and hypertensive what is the physician¿s opinion as to the etiology of or contributing factors to this event? Diabetes. What is the patient's current status? Healthy. Lot number? Not available. Surgeon¿s name? (B)(6).